Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer was failed to open. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary height drawer was not detected on the bus. A field service engineer removed the back panel and noticed the pyxis's cable was disconnected from the controller board. The field service engineer reconnected the cable and found the main full-height drawer number two was also sticking. The field service engineer readjusted the slide rail and reconnected the pyxis's cable to the controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.